Event description:
Information received by medtronic indicated that customer did not respond to fa896 notification. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g, insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing retainer, missing reservoir tube o-ring, broken reservoir tube lip and cracked keypad overlay. Device damage was confirmed for retainer ring. However, other cosmetic damage was noted.